Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the isthmic end of each fallopian tube has an embedded metallic coil, consistent with an essure coil') and genital haemorrhage ('general abnormal bleeding') in a 51-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension and diabetes mellitus. Previously administered products included for an unreported indication: lotreil. Concurrent conditions included herpes simplex, pelvic prolapse, nausea, uterine prolapse, uterine fibroid, chronic cervicitis, endometrial metaplasia and parakeratosis. Concomitant products included aciclovir sodium (acyclovir abbott vial) from 2008 to 2019, atenolol since (B)(6) 2011, hydrochlorothiazide since (B)(6) 2011, lisinopril since (B)(6) 2011, metformin since (B)(6) 2011 to 2019 and potassium since 2008. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), 7 years 3 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and psychological trauma ("psych injury"). The patient was treated with surgery (on (B)(6) 2018 - hyst. (Full), salping(bilateral) and laparoscopic total hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device and psychological trauma outcome was unknown, the genital haemorrhage had resolved and the fatigue and alopecia was resolving. The reporter considered alopecia, embedded device, fatigue, genital haemorrhage and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for bleeding. As per pfs: plaintiff claiming other injuries/symptoms: received treatment for other injuries/symptom.? Yes. Select all injuries resolved post-removal : other. But other injuries are not specified. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: results of confirm. Test - bilateral occlusion. Pathology test - on an unknown date: fallopian tubes: left fallopian tube-7.2 x 0.4 cm, right fallopian tube-7.1 x 0.4 cm. The serosal surfaces are pink-purple, smooth, and glistening. Sectioning reveals an unremarkable lumen in each. The isthmic end of each fallopian tube has an embedded metallic coil, consistent with an essure coil. Cervix-chronic cervicitis, squamous metaplasia, and parakeratosis. Endometrium -inactive; negative for hyperplasia and carcinoma; benign polyp. Myometrium -multiple leiomyomas. Right and left fallopian tubes -benign; essure coils x 2. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs+mr received. New events: fatigue, hair loss, embedded device were added. New reporters, concomitant conditions, drugs added. Past medical history, historical drugs and lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and psychological trauma ("psych injury"). The patient was treated with surgery (on (B)(6) 2018 - hyst. (Full), sapling (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage and psychological trauma outcome was unknown. The reporter considered genital haemorrhage and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for bleeding. As per pfs: plaintiff claiming other injuries / symptoms: received treatment for other injuries / symptom? Yes. Select all injuries resolved post-removal : other. But other injuries are not specified. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: results of confirm. Test - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 06-sep-2019: plaintiff fact sheet received. Events: general abnormal bleeding and psych injury was added. Reporter's information and lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.